Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported device powered off on its own. The reported condition was not verified. There were events of "improper shutdown!" In the event history log but these events could be the user manually removing power sources. The reported problem 'turning off on its own' was unable to be confirmed during evaluation. The device was found to be within specification during testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off on its own. There was no patient involvement. No additional information is available.